Event description:
It was reported that the patient developed a pocket infection. Their implantable cardioverter defibrillator (ICD) system including the right atrial (ra) lead was removed. The patient¿s condition is stable. The physician did not allege the ICD system caused or contributed to the infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4845. Device code: 3023. Ref report: mw5182106.